Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation performed by the manufacturer, it was noticed that the item recieved is diferent from the item first reported.

Event description:
The clinician reported that 11 months after the dental implant was placed in site ada #20 of patient's mouth, a loss of osseointegration was observed. The patient's bone quality was reported to be type ii. The clinician reported occlusal trauma, biomechanical overload, immediate load and perimplantitis to have influenced the problem. This device will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 11 months after the dental implant was placed in site ada #20 of patient's mouth, a loss of osseointegration was observed. The patient's bone quality was reported to be type ii. The clinician reported occusal trauma, biomechanical overload, immediate load and perimplantitis to have influenced the problem. This device will be forwarded to the manufacturer for investigation. There were no reported complications.